Event description:
Leakage of the catheter occurred close to the injection port. The product was used for 2 months before the leakage occurred. No pt injury. New catheter needed to be placed. No other info provided.